Event description:
It was reported to philips that, when the ¿top plate¿ of the device slid, a staff member¿s left middle and ring fingers got caught in the bearings of its shaft. The staff member's fingers were immediately treated. We are conservatively reporting this event as the investigation is ongoing. A follow up report will be submitted when further information is received.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information obtained, at the end of a procedure a staff member was manually repositioning the table towards the foot end and holding the edge of the top plate with their left hand. During this movement the staff member's middle and ring fingers on their left hand got caught between the rail and the cover. There was no bleeding, but the nail on the ring finger was damaged. The injury was treated immediately by bandaging and the prescription of painkillers. The employee resumed work shortly after with no further issues. A philips field service engineer (fse) inspected the system on site and confirmed that there was no malfunction of the azurion system. Entrapment may occur when a system user grabs the tabletop by the guiding rail to move the table. The instructions for use for the system include a warning regarding access to the longitudinal guiding profiles of the table: ¿it is possible to access the longitudinal guiding mechanism from underneath the tabletop. Serious injury may result if any part of the body becomes trapped in the mechanism¿. At the time this complaint was received, philips did not have enough information to exclude the potential for serious injury and as such the complaint was reported. Since that time, it was identified that the injury to the user's finger does not constitute a serious injury and that the system was working as intended. The codes have been updated as per the investigation outcome.